Event description:
It was reported that during the implant procedure, the helix mechanism on the lead did not extend. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4).: the full lead was returned to the manufacturer and analyzed. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism (sleeve head) and blood in/on the helix/lobe mechanism. The lead was damaged at implant.